Event description:
Hcp reported the patient complained of increased pain. A volume discrepancy was discovered in the pump. There was 17ml left in it when there should have been 1.5ml. The patient continued to take the oral analgesics that the patient normally took. A catheter dye study showed the dye went to the tip of the catheter. Two fluoro rotor studies were done without success as they could not get overexposure. The physician attempted another rotor study the next day without success. The pump was explanted and replaced. The patient is reported to be doing well. "The patient is feeling good so the patient knows the pump is working."